Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 06-2800, lot # mka7p4, description: c-taper cocr lfit head 28mm/0. Cat # uh1-55-28, lot# mkhwtr, description: uhr bipolar 28x55mm.

Event description:
It was reported that, "pt fell and broke troch."